Manufacturer narrative:
Device is not available for investigation.

Event description:
Surgeon reported via a nurse from the clinic who was present during the surgery, that the screw almost fell out during the surgery. The surgeon further noticed that the screw seemed to be too fragile so he could not fix it into the jaw bone.